Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system after a ¿less than¿ meal announcement, with blood glucose declining from 109 mg/dl to a low of 50 mg/dl over approximately a couple of hours without strenuous activity; the caller expressed concern that the device delivered too much insulin following the meal announcement. Symptoms included feeling fuzzy. Outcomes included self-treatment with oral glucose and no professional medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education provided and referral to clinical support for guidance on meal announcements and insulin delivery. Investigation of this case revealed that the cause of the hypoglycemic event was unclear and no device alerts or alarms were reported. It was concluded that the event was user-reported hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.